Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted the lead was retuned in two segments severed approximately 5 cm from the terminal pin. Testing was completed to assess lead electrical performance of each segment. Measurements throughout these tests were within normal limits. Inspection of the terminal pin assembly found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any lead characteristics that would have caused or contributed.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The lead was implanted without issue and connected to the device. Upon testing, pace impedances greater than 3,000 ohms were observed with an absence of pacing. The device pocket was reopened and the lead was tested in the atrial port of the device as well as via pacing system analyzer (psa), both times returning out-of-range measurements. The lead was removed and an alternate rv lead implanted. No adverse patient effects were reported.